Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 498.831, lot l225220: manufacturing site: mezzovico. Release to warehouse date: december 05, 2016. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection of the complaint device it can be seen that the received fract-clamp and the received schanzscrew are separated or/and not locked to each other anymore. Based on the received information, it's no possible to evaluate when the parts got separated, if in situ or within removal operation, as the parts aren't damaged at all, as well we haven't received any x-ray's or/and pictures from the reported issue. Based on this the complaint is not replicate able, but confirmed as we have received the parts separated. Furthermore, we have received the fract-clamp has some color fading from use, but otherwise the part is in a good and useful condition. A functional test, with the also received back schanzscrew, has shown that the looking mechanism at the fract-clamp is still function as intended. There is no particularize information what's happened to this article by customer, it's no possible to evaluate when the parts got separated, if in situ or within removal operation. Based on this the complaint is not replicate able, but confirmed as we have received the parts separated. As complaint is not replicate able, based on this we are not able to do final statement about the root cause. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated event description provided for reporting. Device was used for treatment, not diagnosis.

Event description:
(B)(6) 2019 updated event description: device report from synthes europe reports an event in austria as follows: it was reported on october 30, 2018, that a patient underwent a spinal procedure with an implantation of the (uss) universal spinal system on april 11, 2018. During a follow-up examination, the surgeon noticed that the fracture clamp released the transpedicular schanz screws. That opted a revision surgery on (B)(6) 2018, where the surgeon replaced both screws. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. Concomitant devices reported: unknown - schanz screws (part# unknown, lot# unknown, quantity#1), uss-sleeve toothed tan (part# 498.011, lot# unknown, quantity#1), uss nut f/uss-var-axis-scr uss-pedicscr+ (part# 498.003, lot# 8029669, quantity#1), uss nut f/uss-var-axis-scr uss-pedicscr+ (part# 498.003, lot# 8128799, quantity#1), fract-clamp f/r ø6 low profile tan light; (part# 498.831, lot# unknown, quantity#1), rod ø6 soft curv l50 ti: (part# 04.620.150, lot# 8778034, quantity#1).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: mni, mnh, kwp, kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent an unknown spinal procedure at unknown levels on (B)(6) 2018 and was implanted with universal spinal system (uss) devices. During a follow up examination on unknown date, surgeon noted that the fracture clamp had released the transpediular schanz screws. Patient was returned to surgery on (B)(6) 2018 where surgeon replaced both schanz screws. Concomitant devices: transpedicular schanz screw (part 496.777, lot unknown, quantity 2). This report is for one (1) low profile fracture clamp. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. Concomitant devices: fracture clamp (part 498.831, lot l327583 , quantity 1). Rod (part 04.620.150, lot 8778034 , quantity 1). Uss-sleeve toothed tan (part 498.011, lot 8492782 , quantity 1). Uss nut (part 498.003, lot 8029669, quantity 1). Uss nut (part 498.003, lot 8128799 , quantity 1). Schanz screws (part unknown, lot unknown, quantity 2). This is report 1 of 3 for (B)(4).